Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm approximately 9 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that an endoleak was noted on the patient's yearly scan. There was no appearance of migration at the time, so the physician felt it could be a junctional leak and bilaterally relined the limbs with endurant stent grafts to repair the endoleak. The aneurysm continued to grow, and the patient later presented to the physician with abdominal pain. An angiogram was performed, and an endoleak was discovered at the level of the flow divider. The physician believed it to be a type iii endoleak, and decided to place an aorto uni iliac stent into the existing graft, occlude the opposite side and do a fem-fem bypass. Subsequently the suspected type iii endoleak was determined to be a type I endoleak. The current diameter of the infrarenal abdominal aortic aneurysm is 9.1 cm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Date of event: exact date of event is unknown. (B)(4). Results, conclusions: inherent risk of procedure (endoleak); lack of information (cause is unknown).